Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level of 22.4 mmol/l. The customer¿s other high blood glucose values were 15 mmol/l, 18 mmol/l, 22 mmol/l. The customer treated high blood glucose values using manual injections. The customer experienced headache as a symptom of high blood glucose values. The insulin pump also received multiple no delivery alarms. Troubleshooting was performed for no delivery alarm and the issue was resolved as insulin exited the tubing with manual prime. The customer was advised that the insulin pump was working as designed. The product will not return for analysis.